Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not charging since yesterday and a reposition antenna screen was seen on the recharger unit. The patient had charged the ins fully about a week ago. There were no reported falls or trauma. When the patient tried to communicate with the ins using the programmer unit they saw a poor communication screen. The patient tried moving the antenna to the left, right, and below the incision area but still had no communication to the ins using either the recharger or programmer. It was noted that the batteries were changed on the programmer yesterday. It was also reported that there was a broken external recharger antenna. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.